Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, no further investigation was required. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 repeatedly failed and would not open. The customer was able to recover and open the drawer successfully, but it failed again. At times, it functioned for one or two pulls before failing. In some instances, the drawer opened but the cubbies did not open and subsequently failed again. The customer attempted recovery multiple times and verified that no obstructions were causing a jam. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.